Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a (B)(6) male (race unknown) with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the patient could only move left arm and leg. The patient remained on support until explant 17 days after event.

Manufacturer narrative:
The investigation into the stroke/cva has been completed. The device was not returned for investigation. As per the clinical details provided, the root cause of the reported stroke was not determined since product was not returned, logs were not returned, and insufficient clinical information was provided.